Manufacturer narrative:
See h4, h6, h10 and h11 complaint has been evaluated and is similar to report number 1644408-2022-01106; 944-01-40h, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Infection.